Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer was treated with the insulin pump and manual injections for their blood glucose. The mother reported the customer had persistent high blood glucose. The mother also called back to report a clicking noise on the insulin pump's motor. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. There were no unexpected clicking noise on the motor during testing. Cosmetic damage was not noted on the insulin pump.